Event description:
Customer reported a malfunction code with the pump, specifically malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump; the malfunction did not recur.